Event description:
It was reported that the patient's received the message "strength was decreased. The generator could not deliver the desired strength." Indicating the system was auto reducing, and it was also reported that the patient received the message "MRI not advised," and was unable to place the device into MRI mode. Upon further investigation system diagnostics recorded high impedances on the leads, and x-rays showed the patient's leads also migrated. As a result, the patient was experiencing ineffective therapy. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Correction b1: product problem incorrectly marked. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.